Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va29sxg017, implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, lot# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator for intractable chronic pain. It was reported that when the doctor measured the impedance while the fascia anchoring part was pressed, the situation was unstable. Sometimes normal values were displayed, and sometimes abnormal values were displayed. Impedance measurement results of some electrodes were short-circuited. It was predicted that some electrodes were in contact with each other based on the c-arm image. The lead (electrode) implantation positions intersected and the electrodes with abnormal values were in contact. Since the ¿presence or absence of contact is unavoidable in daily life¿, the procedure was completed without changing the lead position. The issue was not resolved. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received reporting it was assumed that impedance was low due to the contact of some electrodes, but since the leads had already been fixed, revision procedure for repositioning the lead was not performed per the judgment of the physician. It was planned to use a combination of usable electrodes. No additional action was performed.